Manufacturer narrative:
Follow-up submitted with evaluation results which determined the scale was inaccurate due to faulty cpu board and being out of calibration

Event description:
It was reported that the scale was inaccurate due to faulty cpu board and being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.